Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent a retrorectus ventral hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient possibly experienced surgical site infection, seroma, hematoma and/or delayed wound healing. The patient required a reoperation for hematoma drainage or intravenous antibiotics for an ssi. Additional information has been requested.